Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1 of 3. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and no patient extension lines were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp. A clamp on an unused line was open. The home patient (hp) cycled the power and a system error 2367 occurred. The tsr assisted to retrieve the cassette and advised the hp to let her registered nurse know about the alarm. Proper procedures were reviewed. The patient would complete therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.